Event description:
The pt was implanted with a left ventricular assist device. Approximately 15 months post-implant, the pt was at home and experienced a strong pain in his chest and arm. The pt reported that he had received an intermittent alarm on his system controller and that his pump had made a sudden and strange sound. The pt called the hospital and an ambulance pick up was immediately arranged. When the pt arrived to the hospital, the alarms became more frequent, until they had become one continuous alarm. An echo was performed to evaluate the pt's residual heart function and pump stoppage was confirmed. The pt was kept in the ICU for further evaluation and the pump remained implanted and turned off. Following a few days of observation, a decision was made to explant the pump for pt recovery.

Manufacturer narrative:
The pump was explanted for pt recovery on (B)(6) 2012. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.